Event description:
It was reported during remote follow up that the right ventricular lead was exhibiting intermittent noise that resulted in oversensing. The lead was capped on (B)(6) 2021. The patient was asymptomatic and stable.